Manufacturer narrative:
The device was returned, and engineering evaluation was completed device was inspected for general physical integrity, no problems found. Device started charge at 1:50pm at 510.7ma, slow blinking yellow led. Device was charged fully at 2:45pm at 27.4ma, solid green led, max temperature at 82.6f, normal. Total device charging time: 55 minutes device charged fully; no problems found. The temperature test was performed, start temperature was 81.0f and after test completion the temperature was 80.4f. Max temperature was 88.4f. No problem found with temperature although the device lost connectivity near the end of the test from the testing computer. It was noted no smell was during either of the heat tests. The device was opened to inspect for damage or burn marks that may have contributed to the melted plastic smell. No problems found. Conclusion: engineering evaluation was unable to confirm an overheating or melted plastic smell. No problems found.

Event description:
It was reported that sparks from sensor and a burning smell of melted plastic was noted. Additional information was requested with 3 gfe attempts however, no additional information could be obtained. There was no report of death or serious injury.